Event description:
It was reported that customer experienced incomplete bolus alert while attempting to deliver intended dose, and blood glucose read "high" although specific value was not provided. Customer delivered correction bolus using pump without needing third-party assistance, and technical support explained meaning of alert and instructed customer to return to pump home screen and ensure screen was off before putting pump away to avoid accidental touches and incomplete boluses, which customer understood and acknowledged.